Event description:
It was stated that patient had four cleo cartridge fails in a row, every time they¿ve got it, it would be 400+ and they would change it out and it was completely bent. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.